Manufacturer narrative:
The customer confirmed that the device will not be returned for further evaluation. Therefore root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed low ve (ventilation), low pip (peak inspiratory pressure), transducer fault and high rate alarms while on patient. The device was replaced with another ventilator and the customer confirmed that there was no patient harm associated with the reported event.